Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading 160 units of insulin into the cartridge. Customer's blood glucose level was 234 mg/dl. Customer added additional insulin and successfully loaded the cartridge onto the pump.